Event description:
A user facility reported to olympus that an error occurred, possibly "b03 or b30," and no image was present. As reported to olympus, the problem was found before a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that a failure occurred in communication due to the socket problem pointed out from the customer. There was no detailed description of the socket problem, therefore, the cause could not be identified. Olympus will continue to monitor field performance for this device.